Event description:
It was reported that the system with a pacemaker and this right atrial (ra) lead showed non sensed noise on the ra lead. Also, pacing impedance was low, out of range. Furthermore, there was functional under sensing. The blanking periods were recommended to be reprogrammed and the field representative was going to discuss with the health care professional. The pacemaker and this ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).